Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, severe calcification and excessive tortuosity. (Deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, severe calcification and excessive tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
The device was inspected before use with no issues noted. The lesion was pre-dilated to 12 atm. No resistance noted while advancing the device to the lesion. The resolute onyx drug-eluting stent was not able to cross the severely calcified lesion with 99% stenosis and excessive tortuosity and damage was noted in the middle part of the stent. No clinical sequelae were reported. Evaluation summary: the distal tip was frayed indicating that it may have been stubbed during advancement. The 26th, 27th and 28th proximal stent segments had struts raised and deformed struts. The 4th and 5th proximal stent segments had slightly raise struts. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.